Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of losses of connection between the heartmate touch app and system controller during pump prep was not confirmed. It was reported that the heartmate touch, power module, and patient cable were replaced; however, the problem persisted. The system controller was then replaced, and the issue resolved. The exchanged system controller was returned to abbott for evaluation. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was tested with a test heartmate touch system and mock circulatory loop and no issues or losses of connection occurred. Pump priming was performed without issue during testing. The controller and test pump were allowed to run for an extended period of time while connected to the test heartmate touch system and no issues were observed. The log file downloaded from the returned controller was consistent with the provided information that it was exchanged during pump prep and was not in use with a patient. The log file captured the pump briefly operating at 3000 rpm which is consistent with pump priming. No atypical events were captured in the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app error message, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describes how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch (hmtouch) kept losing contact with the primary system controller during pump preparation. A visual message displayed on the hmtouch that the session had ended due to loss of contact with the system controller. The heartmate touch, power module, and patient cables were replaced but the problem persisted. The primary system controller was then replaced. The system controller exchange resolved the issue and there were not any patient consequences due to the event.